Event description:
It was reported that a patient in the oncology department at hospital had a PICC line inserted on (B)(6), 2026. On (B)(6) ,2026, exudate was observed at the puncture site on the patient¿s arm. Following a consultation with the intravenous therapy team, a sand-eye was suspected, and it was decided to remove the PICC line. After partially removing the tubing, a sand-eye was found at the 30-centimeter mark. With the catheter tip located in the axilla, exudate was again observed at the puncture site after leaving the remaining portion in place for half a day. The PICC was subsequently removed, and a sand-eye defect was found on the remaining portion of the PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.